Event description:
A report was received that the patient had trouble charging the ipg. It was noted that the ipg was moving around the pocket and was causing discomfort to the patient. The patient underwent a revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.